Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The user reported missing high and low glucose alarms with the freestyle librelink application. Attempted to replicate the user¿s complaint using similar configuration and successfully able to scan the sensor. The user complaint could not be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a mar-lx1 huawei phone with android version 10 operating system app version 2.8.4.9335. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced anxiety and disorientation, requiring treatment of glucagon injection admininstered by a third-party. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc application in use with a mar-lx1 huawei phone with android version 10 operating system. The low and high glucose alarms did not sound and the customer was not alerted of changes in glucose level. As a result, the customer experienced anxiety and disorientation, requiring treatment of glucagon injection admininstered by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.